Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had presented previously with the lvad pump not being able to maintain speed consistently and all equipment had been changed out. The patient became dehydrated due to gi issues. The patient suffered a hemorrhagic stroke, which was treated. On (B)(6) 2012, the pump stopped and the patient's condition worsened. On (B)(6) 2012, a decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
(B)(4) which was submitted (B)(6) 2012 due to patients worsening condition and pump speed fluctuations. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.